Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run detect or treat testing) has been confirmed. As received, the monitor was resetting. The cause of the resets was likely a flash memory failure (components u102 and u105) on the c/a board sn (B)(4). The flash memory likely had an intermittent connection due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. A root cause investigation is underway. No adverse event resulted from the defective components.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was unable to complete functional testing.